Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim. Unrelated to this issue, the bolus button cover was observed to be missing, and the display lens was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, and a missing bolus button cover. This report is made based on results of investigation completed on (B)(4) 2014.